Event description:
It was reported that the system 9800 intermittently displayed a "touchscreen error" message on the right monitor at system boot up. Reboot required to clear error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A touchscreen malfunction was identified. Replaced touchscreen assembly. The system was tested and found to operate as intended.